Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter did not power on. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011 at 7:00am. The patient inserted a new battery in her meter after her previous battery "was completely out". The patient stated she takes insulin on a sliding scale. The patient stated that when the meter did not power on, she was not able to test and so guessed at how much insulin to take. The patient further stated that on the morning of (B)(6) 2011, she became "sweaty" due to the product issue and associated the symptom with being low. The patients reported that on the morning of (B)(6) 2011 she administered food and drink as treatment and felt better after. At the time of troubleshooting, the customer care advocate (cca) noted the patient was using an incorrect replacement battery in the meter and that the issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.